Event description:
On (B)(6) 2014, the customer reported according to the sales representative this lead was capped on (B)(6) 2013 due to high thresholds. There were no other adverse patient events reported. The lead was actively implanted for approximately 4 years, 2 months. Updated information received from the customer on (B)(6) 2014, the customer reported according to the sales representative this lead was capped on (B)(6) 2013 due to high thresholds (around 3 volts/1ms). No subsequent device or clinical adverse events have been reported.

Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.